Event description:
It was reported that the patient presented with a postoperative diagnosis of non-union, posterior lumbar fusion with severe progressive back pain. The patient underwent surgery that consisted of an anterior lumbar interbody fusion, l4-5 and l5-s1, with cages and bone morphogenetic protein; removal of old posterior fixation and debridement failed fusion and replacement of hardware; and fusion l4 to s1 with bone morphogenetic protein. The findings were ¿gross instability, l4-5, with marked disk degeneration at l4-5 and l5-s1. Per the operative report ¿¿.we removed large amounts of grossly necrotic disk from the disk space. There was obvious abnormal motion present as we were doing the discectomy¿¿we then sized a 12mm cage with 8-degree lordosis and filled that with bmp¿¿the l5-s1, because of lordosis, the approach was a little bit more challenging. We again incised the disk and removed large amounts of necrotic disk. Motion was observed. A 12 mm cage at 8 degrees was again inserted, filled with bmp¿..we then exposed the field for lateral fusion. It should be noted there was virtually no bone present. We debrided the scar tissue down to bleeding transverse process at l4 and l5, as well as proximal sacrum. These were carefully decorticated we removed the old hardware without difficulty and replaced the old screws with 6.5x45 screws at l4 and l5 and 7.5 x 35 screws in the sacrum. Rods were placed and torqued. One half of a large bmp as well as medium bmp were then placed in mastergraft rolls and placed over the decorticated bone surface¿.she did receive 1 unit of blood replacement.¿ no complications were noted. Five days post-op the patient was discharged from hospital. 41 days post-op the patient presented with lumbago and had lumbar spine x-ray taken which demonstrated ¿ ...l4-l5 and l5-s1 discectomies and interbody radiolucent cage placement; the cages are somewhat anteriorly positioned¿.placement of posterolateral bone graft material associated with prior l4-s1 posterior fusion.¿ 90 days post-op the patient complained she was having excruciating and intolerable neck and bilateral arm parathesias. The patient also presented with left carpal tunnel syndrome, diminished rom, and severe paravertebral tenderness. The patient had a 3v lumbar spine x-ray performed which demonstrated stable postoperative changes noted from an anterior and posterior lumbosacral fusion. There was no evidence of hardware complication. 94 days post-op the patient presented back pain and severe pain in fingers, wrist, and arm up through bicep which sometimes crossed back and shoulder blade and down other arm. Also reported tingling in the left hand fingers, weakness in both hands and arms, and numbness in both hands. A mr of c-spine was performed which demonstrated ¿multilevel degenerative disc and facet disease findings without significant canal stenosis; and left severe and right moderate neural foraminal stenosis at c6-c7 is primarily due to left greater than right uncovertebral hypertrophic changes.¿ ninety-five days post-op the patient presented painful parathesias of both arms. One hundred seventy-nine days post-op the patient presented carpal tunnel syndrome, decreased rom, and numbing and tingling in the hands. The patient had a lumbar spine 2-3v x-ray performed which indicated ¿no significant interval changes in the instrumented fusion. No instability or other complications identified. No other significant changes in the spine.¿ two hundred forty-two days post-op the patient complained of persistent, severe pain in lower back; left greater than right leg numbness; severe chronic neck pain associated with headaches; left arm pain; weakness in the left triceps; and healing carpal tunnel incision on the left. The patient also reported that in the last month she had experienced poor sleep, constipation, fever, chills, nausea, and fatigue. An ap and lateral of lumbar spine showed that pedicle screws from l4 through s1; decompression from l4 through s1; ¿anterior plates appear to have iikely progressed anteriorly. The l4-l5 may be fused. The l5-s 1 down the cage is quite anterior and does not appear to be solid bone there. Adjacent level has some mild degenerative changes.¿ an ap and lateral of cervical spine x-rays showed c5-c6 and c6-c7 degenerative changes. It showed a retrolisthesis of c6 on c7 with a full pitched sort of position. An MRI scan of the cervical spine showed c5-c6 and c6-c7 degenerative changes and bilateral foraminal stenosis at those levels. Two hundred twenty-seven days post-op the patient complained of having difficulty tolerating levels of pain in thoracic and c5-7 region and down hands. Two hundred fourty-four days post-op the patient presented back pain post fusion of the l4 through s1 level. A CT scan of the lumbar spine was performed which demonstrated postsurgical change; orthopedic hardware intact; no evidence for disc herniation or protrusion and no central spinal stenosis or neural foraminal stenosis¿ two hundred fifty-two days post-op the patient presented severe low back pain and severe tenderness to palpitation over the lumbar spine. At CT scan showed ¿¿that instrumentation appears to be intact at the l4 through s1 levels. There is some posterolateral fusion at the l4-l5, but a pseudarthrosis at l5-s1 posteriorly. Anteriorly, the cages are quite anterior. There looks to be like a wisp of bone in the l5-sl level; however, l4-l5 appears to be pseudarthrosed.¿ two hundred fifty-five days post-op the patient presented low back and bilateral leg pain. A lumbar spine MRI was performed which demonstrated ¿no evidence for acute disk extrusion, hematoma, abscess, arachnoiditis, or pseudomeningocele. Bilateral l4 through s1 pedicle screws and anteriorly positioned interbody cages at l4-5 and l5-s1.¿ two hundred seventy-five days post-op the patient presented a preoperative diagnosis of l4-l5 and l5-s1 pseudoarthrosis; chronic low back pain; and left leg radicular symptoms. The patient underwent surgery which consisted of a l4-l5 left-sided transpedicular decompression of neurologic structures; l5-s1 left-sided transpedicular decompression of neurologic structures; l4, l5, s1 exploration of fusion; l4, l5, s1 left-sided removal of pedicle screw instrumentation; l4-l5 posterior lumbar interbody fusion; l5-s1 posterior lumbar interbody fusion; and l4, l5, s1 posterior segmental pedicle screw re-instrumentation. Per the operative report ¿¿I then proceeded to remove the pedicle screw instrumentation between l4-l5 and s1 through the metrx tube, sequentially removing facet screws, the rod and both screws had decent purchase. This was removed. I then sequentially explored the lateral gutter between l4 and l5 and there was fragments of bone but no distinct solid piece of bone¿.using an osteotome I removed an inferior articular facet of l4 end a superior articular facet of l5. This was obviously a very scarred area¿.there were large epidural vessels that were coagulated¿.I exposed the l4 and l5 nerve roots and decompressed them. Once this was decompressed, I proceeded with my posterior interbody fusion¿. I then dilated over the l5-s1 left sided area. I examined the area between the ala and the transverse process on the left side and there again fragments of bone and a lot of scar tissue but no distinct hard bone so pseudoarthritis was seen¿.I did place k-wires through the previous screw track and placed 1 screw at l4, 1 screw at s1 and passed a 55mm rod percutaneously. All instrumentation was removed¿.¿ no complications were noted. Two hundred ninety days post-op the patient presented in a postoperative f/u left sided low back pain with radiation to the lower extremity and recurrent left lumbar radiculopathy post twisting injury on (B)(6) 2012. Two hundred ninety-three days post-op the patient presented in the e.r. Weakness, fevers, chest pressure, sinus tachycardia and an abnormal rhythm EKG. A chest e-ray was taken which showed patchy air space disease on the right lower lobe. Three hundred seventeen days post-op the patient presented left side low back pain with intermittent radiation to the left lower extremity. Ap and lateral lumbar spine x-rays showed no change in the position and alignment of the hardware; disc heights well maintained and graft material noted behind the cages at each level. Three hundred fifty-nine days post-op the patient presented back pain with resolution of leg tingling and numbness. An ap and lateral of the lumbar spine showed no change in the position alignment of the hardware and slowly increasing consolidation of the l4-5 and l5-s1 disc space. One year post-op the patient presented chronic neck pain ¿ c6-c7 degenerative disc disease; c5-c6 intensity zone; and c5-c6 annular disruption. The patient reported that most of the pain was at the cervicothoracic junction and that is got worse after the (B)(6) 2011surgery; also reported was non consistent pain in both arms. One year post-op the patient presented pain in neck, headache, pain between shoulder blades, pain in wrists and hands, and restricted rom. The patient also reported constipations, weight gain, unrination problems, poor sleep, and stress. Four hundred forty-five days post-op the patient presented back pain. An ap and lateral of the lumbar spine showed no change in the position and alignment of the hardware; increased consolidation, and healing across the l4-5 and l5-s1 disc spaces. Four hundred eighty-nine days post-op the patient report neck and lower back pain. Five hundred thirty-eight days post-op the patient presented stable neck and back pain; poor sleep; and headaches 1-2x a week on waking.

Manufacturer narrative:
Concomitant medical products: screws, rods, cage (implant (B)(6) 2011, explant (B)(6) 2012). Mastergraft (implant (B)(6) 2011, explant n/a). (B)(6). (B)(4). Pseudoarthrosis. Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.